Event description:
Patient was using the ventilator machine for three days, then all of a sudden the machine had power failure and stopped working. Fortunately, rt was in the room and started to bag the patient and requested another machine.